Event description:
It was reported that high pacing lead impedance was observed via remote transmission. Patient will be closely monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information received states the right ventricular lead was suspected to be fractured. Increased threshold was observed. Electrogram records indicated a possible noise signal. A venogram revealed the vein opened. The lead was capped and replaced. No further information is available.